Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited a loss of capture. After reprogramming, the lead resumed normal function. The patient was stable post event.